Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2014 a patient reported being hospitalized on (B)(6) 2014 as a result of low blood sugar and intermittent power issues with her freestyle blood glucose monitor. She reported blood glucose reading of 13 mg/dl and "00". The freestyle blood glucose monitor mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).